Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's wife calling on behalf of customer stating that customer is concerned with results he has received using his meter being high customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-100mg/dl fasting. Verified the strips expire 1/31/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with results of 151, 130 mg /dl. Customer also received a result of 177 mg/dl on (B)(6) 2015 at 08:00 am that customer considers high as well. On (B)(6) 2015 at 08 :00 am customer received a result of 133 mg/dl that he also consider high for him.